Event description:
It was reported that before use, the display in the cs300 intra-aortic balloon pump (iabp) while still visible, had lines going down the bottom of the screen. There was no patient involvement reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that display had lines towards the bottom. The stm replaced mylar cable (0012-00-1747) and coiled cable (0012-00-1422). Subsequently, performed a full function and calibration check. The iabp was cleared for use and returned to customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).